Event description:
The lay user/patient contacted lifescan in 2008 and alleged that her one touch ultra meter was not working after she dropped it in water. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred on four days earlier (approx mid-day). She dropped the meter in the water, and it no longer worked. The pt also mentioned that she developed low sugar (specific symptoms not provided) after the reported issue began. However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. The pt was not tested on any other device. This complaint is being reported, because the pt alleged that she experienced symptoms of low blood glucose after the reported issue began. The alleged issue was not resolved with troubleshooting. The pt had dropped the meter in water. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.